Event description:
Account states that they attempted to attach the heated wire circuit to an infant who was going to be discharged home, when the circuit would heat up it would then melt and begin to smoke. It occurred to two separate circuits of the same lot. No pt injury.